Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient was sized with a perimeter of 107 and an annulus between 31 and 32, which falls outside the sizing range. The patient had a type 2 bicuspid valve with heavy calcium. The valve was pre-dilated with a 22 millimeter (mm) balloon. The valve was loaded successfully. The valve was deployed to 80% and recaptured two times due to a deep position on the left coronary cusp (lcc). A third partial recapture occurred and the valve was moved upwards in an attempt to secure a higher position. The valve was then fully recaptured. On the third deployment, an infold was noted the physician attempted to open the valve deeper in order to remove the infold but the infold remained upon recapture. The valve was removed from the patient. A second valve was attempted. The valve was recaptured three times for positioning issues similar to the first valve. In addition, an infold was also noted on the third recapture with this valve. Per the physician, the transcatheter skirts were not able to withstand the bicuspid native valve and heavy calcium. The valve was removed and a new valve was used. The valve was successfully deployed on the first attempt. A small area of constraint around the valve waist was noted due to the calcium with mild-moderate aortic regurgitation, as reported likely paravalvular leak (pvl), noted on echocardiogram. A post balloon aortic valvuloplasty (bav) was performed with a 24 mm balloon and reduced the pvl to mild. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. As reported, the patient had a type 2 bicuspid valve with heavy calcium which could be contributing factor for constraint valve. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.